Event description:
During the index procedure two in.pact av access balloons were used to treat the right arm. Approximately 15 months post procedure patient suffered occlusion of the right subclavian vein at junction with the innominate vein stent. 10 mm balloon insufflated at site of right subclavian vein occlusion and right innominate vein stent. Venogram demonstrated persistent stenosis. The 10 mm balloon was insufflated again over site with prolonged inflation of 2.5 minutes at the rated burst pressure. Venogram showed greatly improved flow. Index procedure target lesion was treated, no drug-coated balloon was used in this treatment. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.